Manufacturer narrative:
The t:slim x2 user guide states, ¿keep the transmitter within 20 feet of each other without obstruction. When the transmitter and the pump are too far apart, you will not get sensor glucose readings or alerts0¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified amount of time. Reportedly, the pump was not being worn near the transmitter. No additional patient or event information was available. Tandem technical support instructed the customer to move the pump near the transmitter to regain connection.